Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-aug-19, information was received from an healthcare professional (hcp), regarding a patient receiving baclofen (1,000 mcg/ml, unknown dose) via an implantable pump for intractable spasticity and other spasticity. It was reported the hcp suspected a pocket fill. The expected reservoir volume (erv) was 4.8 ml. They aspirated ~4 ml (actual reservoir volume (arv)), then injected 5 ml in and aspirated 5 ml out. Then injected 40 ml. The pump was again aspirated and ~7 ml could be aspirated. The hcp stated the initial fluid aspirated had a slight yellow tinge to it, which they thought was just baclofen. When they aspirated after they suspected the pocket fill, the 7 ml was clear so they thought it was possible the other fluid aspirated might have just been in the pocket. Information was reviewed. On 2021-sep-02, additional information was received from the healthcare professional (hcp). The hcp called to find out how to troubleshooting a flipped pump. The hcp stated the patient called in today and stated they felt two little spots that were broken loose and they said that the pump felt fine/better because it was away from her waistline now. The hcp mentioned that the patient had a pocket refill on the last refill. Troubleshooting actions were reviewed. Troubleshooting was unable to be performed. The patient was redirected to their hcp to further address the issue.